Event description:
The pt's parent reportedly observed that the pt experienced intermittencies when using the sound processor. Exchange of batteries resolved the problem. In 2004, the pt was seen by a co rep for eval. Testing performed revealed electrode impedances that were out of range. Further testing and eval was recommended. Three weeks later, the co was notified that surgery was scheduled to explant the pt's device.